Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that an elderly female patient with accute ba occlusion. Used guidewire to bring the subject catheter to right va v4 and then the guidewire was delivered to pass the lesion with difficulty to reach right pca and then delivered the subject microcatheter to the pca. Then the guidewire and the subject microcatheter continued to be delivered to distal of pca and then delivered the the subject catheter to near the lesion. Using it to aspirate for two times, and then the distal of the subject catheter was fractured. So the operator replaced it with a new device to continue the procedure successfully and continued the procedure without clinical consequences to the patient. The patient's condition was good.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint was not confirmed and it cannot be determined if the device met specification when released as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analyzed event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that an elderly female patient with accute ba occlusion. Used guidewire to bring the subject catheter to right va v4 and then the guidewire was delivered to pass the lesion with difficulty to reach right pca and then delivered the subject microcatheter to the pca. Then the guidewire and the subject microcatheter continued to be delivered to distal of pca and then delivered the subject catheter to near the lesion. Using it to aspirate for two times, and then the distal of the subject catheter was fractured. So the operator replaced it with a new device to continue the procedure successfully and continued the procedure without clinical consequences to the patient. The patient's condition was good.